Manufacturer narrative:
Analysis found no significance anomalies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative (rep) regarding a patient implanted for spinal pain. It was reported that the patient had lost about 25 pounds, thus their implantable neurostimulator (ins) was partially coming out of the pocket. The rep indicated that the ins was removed on (B)(6) 2018, and a new one will be implanted once the patient¿s pocket heals. The lead and extension were capped. The issue was resolved at the time of the report. No further complications were reported or anticipated.